Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # unknown/ unknown mlt stem/ lot # unknown, part # 00630505840 / liner standard/ lot # unknown , part # unknown / unknown trilogy cup/ lot # unknown . Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03094.

Event description:
It was reported that patient underwent hip revision surgery due to pain. Patient was worked up for altr procedure cobalt level was 7.3 and mir results showed pseudotumor and a rent in the capsule. During the procedure the head was removed and showed minimal signs of corrosion, minimal discoloration on the neck of the mlt stem. The liner was removed and was damaged upon removal. The 40 liner was switched to a 36 and a biolox option head was implanted onto the mlt stem. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Visual examination of the returned product identified gouges where the spherical surface and flat surface around the taper hole meet. Taper hole shows some discoloration near the top. Scratches to the spherical surface. The head was sent to sem analysis. Results: the taper of the returned device was reviewed via optical microscopy (magnification range 5x - 50x) using a keyence vhx-1000 digital microscope. The analysis was assigned the score 1, resulting in a consensus modified goldberg score of 1. A score of 1 corresponds to ¿fretting on <10% of the surface and no corrosion damage." Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: 1. Right total hip arthroplasty with screw fixation of the acetabular cup and possible undersized acetabular cup. Contour irregularity seen superolaterally along the acetabular cup could indicate hardware fracture. 2. Question polyethylene wear of the acetabular cup. 3. No evidence for metallosis. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.